Event description:
It was reported that pt underwent a fusion procedure from l2-s1 using rhbmp-2/acs. The pt went in for a revision surgery three months post op due to pain. CT scan shows bone resorption of the vertebral body. Fusion had not occurred.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. We are unable to determine the definitive cause of the reported event.